Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a MRI technician regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient told the caller that they can¿t event charge their device. The device has not worked for a couple of years. They tried to charge and were not able to. The MRI technician had questions regarding the MRI guidelines which were reviewed with them. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was confirmed that the MRI was not related to the patient's device or therapy. No further complications were reported.